Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump experienced red screen and triangles alarm, followed by battery door reset then remove and reattach cassette. Cassette was locked in place and could not resolve after opening battery door again. Pump was powered off before infusion complete. The pump was under delivery. This event occurred during infusion at patient's home. There was patient involvement and no harm.